Event description:
It was reported during an atrial fibrillation ablation procedure, the physician noted coagulum on the tip of the therapy cool flex ablation catheter. During rf energy delivery, usually 25-30 watts, by a stockert generator through the therapy cool flex catheter to the left atrium, anterior to the rspv, the impedance would rise sharply and the impedance limiter would shut off the generator. The patient was anticoagulated with heparin during the procedure and serial acts were monitored throughout with target act values of 300-350 seconds. The procedure was completed with no further problems. Upon completion of the procedure, the physician noted coagulum on the end of the ablation catheter. The tip of the catheter was cut off and sent to the hospital pathology department for analysis. There were no consequences to the patient.

Manufacturer narrative:
The device has not been returned for analysis at this time. Upon receipt of the device and completion of a failure investigation, a supplemental medwatch report will be filed. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The review revealed no non-conforming material reports as well.